Event description:
Consumer reports using meter and receiving high readings. Pt felt shakey and weak - tested with competitive meter. Competitive reading was 45 (how pt felt) vs. Bd reading of 188. Analysis run on clarke error grid yielded data points in the d range of the grid, outside acceptable ranges.